Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00048.

Event description:
It was reported that two blockers were broken while being installed during surgery. They were removed and replaced with alternative blockers. There were no reported patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The external threads were found damaged in a manner consistent with cross-threading the blocker with the mating pedicle screw tulip during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that two blockers were broken while being installed during surgery. They were removed and replaced with alternative blockers. There were no reported patient impacts associated with this event. This is report two of two for this event.